Manufacturer narrative:
Based on the claim against the product by the customer noting boom movement issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported customer failure mode was not confirmed. The fse checked the system deployment for docking. The fse checked boom movement and the patient side cart (psc) movement. The psc touchscreen was ok. No failure was detected. The system was tested and verified as ready for use. The complaint regarding boom movement deployment issues was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the boom of the patient side cart (psc) did not move when attempting to dock. There was no movement when the joystick was exercised. No errors were displayed. Docking was not possible. The procedure was converted to traditional laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the port size was increased with additional port placement. The patient tolerated the conversion to traditional laparoscopic surgery with no harm. The issue was eventually resolved after the customer performed targeting several times.